Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The top case / bottom case was broken. Check flange sensor error was found at power up process. Error history log review found a check flange sensor error. The root cause of the reported issue was found to be incorrect assembly on ear clip assembly by customer. Actions were taken to mitigate the reported issue: reassembled the whole ear clip assembly. Performed power up process and all functional tests which passed.

Event description:
It was reported that the pump had a flange sensor error. No patient injury was reported.